Event description:
Additional information was received stating that the patient was never been implanted with vns and therefore never had to undergo surgery to lead migration.

Event description:
It was reported that the vns patient was expected to undergo surgery due to lead migration. It is unknown if surgery has occurred to date. Attempts for additional relevant information have been unsuccessful to date.